Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered up without display. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll med corp: the malfunction was duplicated and attributed to an unseated color cable. The cable was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.